Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.13 ng/ml on a patient presented in the emergency room with chest pain. Results (ng/ml): I-stat, 0.13. Troponin I, <0.03 (lab-beckman dxi). The emergency room saved the sample they ran the poc testing on - I repeated the troponin x2: 0.00 and 0.04. The suspected discrepant results were not released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).